Event description:
It was reported that the implant was removed due to migration of the wire. The stimulator need to be charging daily (charge would hold for 5-7 days). The stimulator was replaced.

Manufacturer narrative:
(B) (4).